Manufacturer narrative:
H.6. Investigation: during DHR review 3 non-related qns were initiated during production, disposition, root cause and corrective actions were applied per control plan all other challenge, set up and in-process samples were performed per specifications. Received a nexiva 20ga extension tubing without the winged adapter or the needle assembly. The extension tubing was missing the winged adapter. No traces of adhesive were observed on the extension tubing. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design on nfa1 and nfa2, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. When nfa3 was validated, it was thought to have the same vision system tool upgrades as nfa1 and nfa2 in order to detect these failures; however, it was determined that modifications to the nfa3 vision system tools needed to be made as well. CAPA 684099 has already been initiated to address this issue on nfa1 and nfa2.

Event description:
It was reported that bd nexiva¿ closed IV catheter system became detached. No serious injury or medical intervention was reported. Verbatim: "material no.: 383536. Batch/lot: 8346613. It was reported the "rn was placing periph. IV tubing came detached from needle that was inserted. No harm to patient.""

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system became detached. No serious injury or medical intervention was reported. Verbatim: "material no.: 383536. Batch/lot: 8346613. It was reported the "rn was placing periph. IV tubing came detached from needle that was inserted. No harm to patient.""